Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: white particles. A leak test and microscopic analysis was performed which identified: a punctured opening. Based on the device analysis the final assessment is: a striated punctured opening due to surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported "saline was leaking from te". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "saline was leaking from te". The device has been explanted.